Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd whitacre set 25ga 3-1/2in needle was broken. The following information was provided by the initial reporter: it has been reported that during a surgical procedure, the needle broke off in the lumbar region. This led to the procedure being suspended. During use disruption disposable during the surgery. Response received on 4/27/2026 1:21 pm following consultation with the clinician, it has emerged that: an attempt was made to administer spinal anaesthesia by positioning the patient on their side and using the ¿hanging drop¿ technique, i.e. With fine movements of the spinal needle when removing the spinal needle, without varying the force applied, only the initial part of the needle was extracted. During the procedure in the operating theatre under diagnostic videoscopy, the presence of the terminal fragment of the needle was observed between the subcutaneous tissue and the paravertebral spaces, and it was surgically removed under videoscopy at the end of the procedure, the patient did not report any neurological symptoms.